Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right knee attune revision to treat walking difficulty, pain and soft tissue inflammation secondary to a confirmed allergy to the metal in the components. Upon entering the joint, the surgeon excised some metal staining of the periarticular tissue. The tibial tray was grossly loose at an unknown interface and removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a competitor construct utilizing depuy cement x 4. The procedure was completed without complications. Primary part/lot information and operative notes were not available. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.